Event description:
Follow-up information was received on 04-apr-2017: the clinic had ongoing follow-up with the patient. The patient completely healed, but still required scar management. Due to this information, the outcome of both events was changed from resolving to resolved with sequelae.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, pressure necrosis, was deemed to meet the serious criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record for radiesse lot # 100085458 was reviewed. No nonconformances were noted that would have contributed to event. Not returned to manufacturer.

Event description:
This spontaneous report was received from a (B)(6) healthcare professional and concerns a (B)(6) female patient who was injected with a total of 0.4 ml of radiesse, into the nose, on (B)(6) 2017. The patient was injected with 0.2 ml on bridge of the nose and 0.2 ml in two places between the bridge and the tip of the nose. Batch number was reported as 100085458. Cannula was used for injection. The hygiene situation at the patient's home was of concern with a mattress on the floor and feeding and litter boxes of cat and dog in the bedroom. On (B)(6) 2017, a day after the injection with radiesse, the patient experienced pain and localized dark discoloration in the injected area. She felt it was fine as she thought it was a bruise. On (B)(6) 2017, the patient contacted the clinic, as it was getting sore. She was treated by another injector, as per protocol, assuming the possibility of a vascular occlusion. A confirmation diagnosis was made by the plastic surgeon. It was suspected as pressure occlusion and secondary infection. The management of the patient was ongoing. The outcome of the events was considered as not resolved. Based on the information provided there was no evidence of a reportable death, serious injury, or malfunction. Follow-up information was received on 01-mar-2017: case was upgraded to serious due to the event of necrosis, considered a serious deterioration in the state of health of the patient which had potential to lead to a permanent damage. Event "pressure necrosis" was added. Events "pain", "localized dark discoloration", "pressure occlusion" were removed as they were considered symptoms of necrosis. The patient's (B)(6) were reported. The patient was injected with radiesse for nose filling. The patient's medical history included allergy. On (B)(6) 2017, two days after radiesse treatment, the patient experienced pressure necrosis to mid dermal areas of skin above the nose due to vascular occlusion. The area was healing well, but was continued with scar tissue. The outcome of necrosis was reported as resolving. Due to the provided information regarding the final outcome of the patient, was the outcome for secondary infection considered resolving as well. In the opinion of the reporter, event "pressure necrosis" was of moderate intensity and not related to radiesse. Based on the information provided there was no evidence of a reportable death, serious injury, or malfunction. Follow-up information was received on 09-mar-2017: the reporter's causality on the previous source was accidentally marked as "no". The causality assessment from the reporter was actually "yes". Due to this information, the reporter's causality for the event "pressure necrosis" was changed from not related to reasonable possibility.